Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy interaction with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. The patient effect of hemorrhage is listed in the electronic perclose proglide instructions for use as a potential adverse event of use of the device. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that an arteriotomy closure of mildly calcified common femoral artery was attempted using a proglide device with a 6f sheath after a coronary intervention procedure. Reportedly, a suture break occurred. Manual arterial compression was attempted to achieve hemostasis. Heavy bleeding was noted at the access site, patient was given protamine and manual compression was held for one hour. Hemostasis was achieved with manual arterial compression. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.